Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement outside the pt body occurred. The 'severe' lesion bring treated was located in the bifurcated distal 3rd obtuse marginal (om) artery. The physician attempted to place the 3.50x28mm liberte bare metal stent, but was unable to cross the lesion. The stent delivery system was pulled back into the guide catheter and withdrawn with the stent still on the balloon. Outside the pt, the stent was found separated from the sds on the sterile field. The procedure was completed with non-bsc stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.